Event description:
It was reported that the patient is feeling a magnet like sensation over the device as well as a change in heartbeat, rate increase. The patient drives a (B)(4), purchased before the implantable pulse generator (ipg) was implanted. The patient states: "the sensation is worst in drivers side." This feeling occurs in all the new vehicles on the lot. The nurse reviewed the transmission and noted it does not look like magnet mode however, they may have the patient come in to adjust the sensor rate. The patient was reportedly told by dealership it is the computer not the smart key that can cause interference. The patient still feels symptomatic experiencing visual changes, dizziness and continued rate changes. The device remains in use no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, (B)(6) 200. (B)(4).